Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient pretend to the hospital. It was observed the patient's implantable cardioverter defibrillator ICD) had delivered inappropriate high voltage therapy, the ICD was reprogramed to address this. The patient was in stable condition.